Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020 for a scheduled check on the implantable cardioverter defibrillator. Upon examining the device, it was noted that the skin over the device was very thin. The physician was concerned that the device could possibly erode through the skin and elected to reposition the device. On (B)(6) 2020, the device was successfully re-positioned from the sub-clavicular position to a sub-muscular position. The patient was in stable condition throughout the event and was discharged from the hospital following the procedure.